Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. The drug concentration and dose rates for both fentanyl and bupivacaine were unknown. It was reported that the patient was having to press on her ribs which caused discomfort when using the personal therapy manager (ptm). It was noted that the patient¿s pump was originally placed too high, so she had surgery in august. Refer also to MFR report # 3004209178-2019-08476 for previous events. It was further reported that that for the past few days the patient had been coughing, throwing up, and has had a headache in the back of her head. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). When she was throwing up and coughing, the patient felt the pump move from her bellybutton to her ribs. This happened today and the patient was now in a lot of pain. It was further noted that she hurts badly when she coughs, and the patient couldn¿t move. The patient¿s blood pressure was 238/192. The patient tried calling her healthcare provider but had gotten no answer and the emergency room (ER) would not see her since she was a pain patient. The patient was questioning if it was ok to leave this over the weekend until she could see her healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H1 update: the type of reportable event was changed from previously being a malfunction to now a serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The pump was reported as having alarmed since (B)(6) and their refill date was (B)(6). The patient was sick and their healthcare provider (hcp) office told her to get a covid-19 test done before they could see her. The patient did and the test was negative, but the hcp office would not see her until after (B)(6) and she could not wait until (B)(6) . The consumer later further reported on (B)(6) that yesterday (B)(6), the patient was having seizures, nausea, "barrier", shaking, and her back was hurting. When the patient went to the hospital, they had told her she has ¿sciatic¿ and needed to get medication. The patient was working on getting a family doctor. The pump was noted as having administered fentanyl ¿3000, 8.0¿ and bupivacaine ¿700.7 mcg, 9.2¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient was coughing and she thought she heard an alarm the other day, but was not hearing it now. It was noted that a healthcare provider was coming to her home to do a pump refill today, but she had not heard from them and her alarm date was tomorrow. At the time of the report it was advised to call the healthcare provider and home refill company.